Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
Product analysis found that the ipg had normal device longevity.